Event description:
The service report shows the customer reported the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien was not authorized to service the device. The customer reported to have replaced the keyboard. The unit passed extended self-testing.